Event description:
It was reported that a gamma 3 nail broke resulting in a revision surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.